Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver's symptom was perpetually rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. The receiver log was reviewed and a screen error alert and firmware error were observed. The customer complaint of receiver will not turn on was confirmed during log review and internal inspection. The root cause could not be determined.